Event description:
A medtronic rep reported that when he manipulated the cable for communication between the treon and axiem portable, he was able to drop the communication. There was no patient present.

Manufacturer narrative:
There was no pt involved with this concern. The device has not been returned to the manufacturer.